Event description:
Customer called to report a pod (lot noted) that she felt was not delivering insulin. Customer stated her bgs were in the 400's and she felt very ill. Gave herself manual bolus to bring her bg down. Customer changed pods and returned original pod for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.